Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to penetrated liquid caused by improper handling or maintenance by the customer. Medwatch fields concomitant medical products and device evaluated by MFR were updated.

Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer explained that their meter display was missing segments in the result field. New batteries were inserted and a display check was performed. It was noted that when the customer held down the "I" button that only vertical lines appeared with a "qc" at the bottom and the '888' is not able to be seen clearly in addition to other segments not showing clearly on the display.